Manufacturer narrative:
(B)(4). Additional information received: what is the patient gender/bmi? Woman; (B)(6). Please describe cartridge selection for all parts of the procedure. Blue: stomach and gastroentero, white: enteroentero and bowel section. Was buttressing material used? No. Did the surgeon wait 15 seconds prior to firing? Yes. Were there any issues with staple formation at site of leak? No. Was the patient in hospital longer than what the surgeon typically used for standard of care? Yes. Was the exact location of the bleeding identified? Entero anastomosis.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the patient in hospital longer than what the surgeon typically used for standard of care? Was the exact location of the bleeding identified?

Event description:
It was reported that during a gastroplasty by video (bypass) procedure, the surgeon noted initially that the stapling lines were bleeding more than normal even respecting the time of fifteen to thirty seconds that the device must be closed before be fired. It was necessary to implant clips or do the cauterization of the staple line (even though it is an incorrect conduct). Unknown how case was completed. Hospitalization was required.